Manufacturer narrative:
(B)(4). This report is for a system error 2240 resulting from the extension line being connected after the patient line was primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device during initial drain. The patient was connected at the time. The patient had connected the extension line to the patient line after priming. The technical service representative explained the alarm and proper procedures, and advised that the patient must start over with new supplies. There was no patient injury or medical intervention associated with this event.